Manufacturer narrative:
\Final analysis found that the insulation was abraded at 1.2 cm to 2.1 cm from the proximal ring electrode which exposed the inner coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the system was being explanted due to the patient developing septic shock and vegetation. The lead had been previously capped and replaced due to phrenic nerve stimulation. During the explant procedure, it was noted that there was some adherence up to the coronary sinus entrance, making it difficult to remove the lead. It was also noted that the distal part of the lead was totally embedded in the patients lateral vein. The patient experienced arterial pressure drop and pericardial effusion which was identified under thoracic ultrasound. The effusion was then addressed by a sternotomy. The lead was explanted, it was noted that the lead insulation was abraded and the physician suspected that it may have been abraded prior to this procedure. After the procedure was complete, the patient expired.